Event description:
It was reported that a motor stall was confirmed and logs indicated that the pump stalled on (B)(6). It was noted that the patient was not symptomatic and no volume discrepancy was noted by the healthcare provider (hcp) at the refill on (B)(6) 2014. It was reported that the pump was used to infuse an unknown drug. It was later reported that the patient had no symptoms. It was noted that the cause of the stall was an MRI that occurred about a month prior. It was reported that the pump was re-interrogated to get logs and ¿seemed to have cleared the motor stall telemetry.¿ it was noted that the patient is doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device system delivered baclofen, hydromorphone and clonidine. Per a refill note provided from (B)(6) 2014, it was noted "disregard motor stall message as long as correct amount of med was still in pump when refilling, logs show motor stall recovery occurred today". The first interrogation revealed a motor stall occurred message, then a "stopped pump period may exceed tube set" and then a device manufacturer representative was called "to start support inquiry". Per telemetry strips provided from the first interrogation, the stall occurred on (B)(6) 2014 at 12:38 followed by a tube set message exactly 48 hours after that and then a recovery on (B)(6) 2014 at 14:29. Per telemetry strips provided from the third interrogation, the stall occurred on (B)(6) 2014 at 12:37 followed by a tube set message exactly 48 hours after that and then a recovery on (B)(6) 2014 at 14:26.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n175631002, implanted: (B)(6) 2008, product type catheter. (B)(4).